Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had syncopal episodes, and have since resolved after programming the sudden brady response (sbr) feature on. Device review found oversensing of the ventricular activity on the atrial channel that was presenting as atrial flutter, and was followed by a sbr pace of the atrium and ventricular at 100 ppm. Boston scientific technical services discussed that they should test for retrograde at different rates, and when they should plan to bring the patient in for further testing. The device remains in-service. No additional adverse patient effects were reported.